Event description:
A us distributor reported that a patient was experiencing adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages/damaged cable) has been confirmed. As received, the belt unable to complete an ECG falloff test. Upon investigation the electrode belt ECG "d" cable was cut, damaging the lead 2- wire in the cable. The root cause for broken cable could not be positively identified. No adverse event resulted from the damaged belt.